Event description:
The patient was admitted to the hospital with inappropriate shocks due to ventricular noise. Sensing, pacing, and impedance values were within normal range. On the egm, there was constant ventricular oversensing, even without provoking maneuvers. The device and lead was explanted. At explant, there were no changes in electrocatheter structure observed via x-ray. The preliminary analysis suggests that a lead issue is the cause of the reported issues.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The preliminary analysis suggest that the reported event was due to a lead issue; no irregularities were observed on the returned device.

Event description:
The patient was admitted to the hospital with inappropriate shocks due to ventricular noise. Sensing, pacing, and impedance values were within normal range. On the egm, there was constant ventricular oversensing, even without provoking maneuvers. The device and lead was explanted. At explant, there were no changes in electrocatheter structure observed via x-ray. The preliminary analysis suggests that a lead issue is the cause of the reported issues.

Event description:
The patient was admitted to the hospital with inappropriate shocks due to ventricular noise. Sensing, pacing, and impedance values were within normal range. On the egm, there was constant ventricular oversensing, even without provoking maneuvers. The device and lead was explanted. At explant, there were no changes in electrocatheter structure observed via x-ray. The preliminary analysis suggests that a lead issue is the cause of the reported issues.